Manufacturer narrative:
Product complaint #: (B)(4). Batch number: r58a12. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with a gst60t cartridge loaded on the device. The cartridge was received partially fired 1/16, with several driver out of position and the pan partially dislodged from the left side. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, on the first firing of the stapler, with a black reload, the device wouldn't fire. A second like stapler and reload were used to complete the procedure. There were no patient consequences reported.